Event description:
It was reported that users have noticed a burning smell coming from the mlx 300w xenon lightsource (00mlx) when turned on. After taking off the cover and blowing out some dust, it was noted that the square lens in front of the bulb was off its bracket. It is unknown if there was patient involvement; however no patient injury, death or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis - the mlx 300w xenon lightsource was received in used condition. Evaluation identified that the mirror and the mirror holder inside the unit were damaged. The mirror and mirror holder have been replaced to correct this issue. Root cause analysis - it was determined that the damage to the mirror and mirror holder was most likely due to rough handling/environmental damage. The issue of this xenon lightsource producing a burning smell was most likely due to the unit overheating caused by the damaged mirror. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified.